Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/08/2017 with the following findings: the battery compartment was cracked at the case seal below the bumper. Unrelated to the issue, the audio bolus button cover was damaged/punctured but responsive during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 02/08/2017.